Event description:
Gonarthritis [arthritis]. Acute pain both knees [arthralgia]. Swelling of both knees [joint swelling]. Case description: spontaneous report was received on (B)(6) 2012 from a physician regarding a (B)(6) male patient, initials (B)(6), with gonarthrosis. The patient's medical history was significant for use of synvisc on (B)(6) 2011, (B)(6) 2011 and (B)(6) 2011 respectively, knee pain and arrhythmia. On (B)(6) 2011, the patient initiated synvisc injection at 2 ml, into both knees. The synvisc lot number was not provided. On an unspecified date, the patient experienced acute pain in both knees and swelling in both knees. On (B)(6) 2011, the patient experienced gonarthritis. The patient required intervention. The action taken with synvisc was not provided. The patient recovered from the events of acute pain in both knees and swelling of both knees. The patient recovered from the event of gonarthritis on (B)(6) 2012. Concomitant medications were not provided. The intensity for the events of gonarthritis, acute pain in both knees, swelling of both knees was not provided. The reporting physician assessed the relationship between synvisc and the event of gonarthritis as probable. The reporting physician did not provide the relationship between synvisc and the events of acute pain in both knees and swelling of both knees. The qa (quality assurance) investigation results were received on (B)(4) 2012. The product lot number was not provided and batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated. On a periodic basis, data is presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Manufacturer narrative:
The benefit-risk relationship of the product is not affected by this report. Evaluation summary: the product lot number was not provided and batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated. On a periodic basis, data is presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.